Event description:
It was reported a small volume folfusor over infused. The expected infusion time was forty-six (46) hours; however, after four (4) hours the device had emptied. The neutropenic patient¿s cholestasis worsened (not further specified). The patient did not require hospitalization. The device was filled with 3800mg of 5 fluorouracil diluted with an unknown solution, with a total fill volume of 96ml. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent a functional flow rate test, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.